Event description:
The customer reported the distal end of the evis exera iii colonovideoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material in the air/water tube, air/water cylinder and jet tube. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water and suction cylinders had no color, the grip was shaved, the insulation resistance value at the distal end did not meet the standard value due to a scratch on the scope cover, the play of the up/down knob was out of the standard value due to wear of the angle wire, the light guide bundle was broken, the bending tube was deformed, the connecting tube was wrinkled, water supply could not be supplied due to clogging of the jet tube, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material adhered in air/water-cylinder, air/water-channel, and auxiliary water channel from provided photos, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection . IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.